Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample: the implant was returned but not in original package. The part was visually inspected and verified to be an inclusive tapered implant 4.2 mm x 16.0 mm using the radiographic template. Bone debris was detected from the implant. No defect or non-conformity was observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
Patient's ethnicity and race were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The implant failed approximately 3 months after it was implanted into tooth # 7. There was no infection or pain. There was no pre-existing condition. The patient had type 3 bone quality. There was no abnormality with the implant. There was general bone loss.